Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced persistent and difficult wound healing issues. The device pocket was revised and the device was repositioned deeper under the pectoral fascia layer. The device remains in use. No further patient complications have been reported as a result of this event.